Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user experienced system errors and heard an abnormal sound. It is reported that the pre-procedure testing was successful; however, upon firing, the device made a "cracking noise" and a device driver error displayed on the system. The user site reports that the needle was detached from the device, the system was powered off and back on, pre-procedure testing was successfully redone, the target was rechecked and the needle advanced. It is reported that the device was fired and sounded normal this time, the biopsy was started but after the first biopsy attempt, the same device error occurred again. The device was removed from the patient, and the procedure was aborted. No further information is currently available.